Event description:
In 2009, the pt reported experiencing elevated blood glucose ranging from 119-403 mg/dl. Her target blood glucose level is 100 mg/dl. She stated that the last 2 times her insulin cartridge has reached 70 units or less her blood glucose has increased. The insulin cartridge was last changed four days prior, and today reached 70 units remaining. At 4:00pm her blood glucose measured 237 mg/dl and she bolused 10 units of insulin and at 8:33pm her blood glucose measured 300 mg/dl and she bolused 13 units of insulin. She stated that she did not eat while her blood glucose was increased. The time on the infusion device was incorrect and her basal rates differ from hour to hour. She was assisted with correcting the time. The battery had been in use for over one month and she inserted a new battery. At the time of the report her blood glucose measured 215 mg/dl at 9:40pm. Upon follow up in the same month, the pt reported that her blood glucose continued to be elevated. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.